Event description:
It was reported that the patient of 5th lumbar waist cracked and have vertebral slippage disease. The surgeon performed intervertebral fusion surgery to patient; after four months the patient felt the pain in the waist. The x-ray showed the screw has broken.

Manufacturer narrative:
Method: device history review. Results: the device was not received for evaluation, testing and inspection could not be performed to aid in root cause analysis. However, it was confirmed that the device was implanted for about 11 months prior to the fracture being noticed. Furthermore, the breakage occurred at s1, which is an area that possesses a high lordosis. This can cause a high degree of force to be generated on the screws implanted in this region. It is unknown whether fusion had occurred, but if it had not, then the construct would be tasked with bearing the load of the spine. This along with the extended implantation may have led to an eventual fatigue breakage of the device. Conclusion: however, because no device was received for evaluation, this cannot be determined conclusively. Due to the multifactorial nature of the event and inability to test the device, the root cause of the event cannot be determined conclusively.

Event description:
It was reported that the patient of 5th lumbar waist cracked and have vertebral slippage disease. The surgeon performed intervertebral fusion surgery to patient; after four months the patient felt the pain in the waist. The x-ray showed the screw has broken.